Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While requesting a replacement belt clip, the customer reported having low blood glucose levels down to 45 mg/dl. Customer reported treating these lows. Customer also reported that there was a recent incident where her blood glucose level was as high as 400 mg/dl. No further information was provided.